Event description:
The rep reported the device was used during a colon resection. It was reported the tlc55 was fired twice with no problem. On the third firing the stapler would not fire. Another tlc55 was opened and the case was successfully completed. There was no consequence to the pt.